Event description:
Eleven months after the symmetry bypass connector (sbc) was implanted, cardiac catheterization revealed 100% re-occlusion of the right posterior descending artery and 80% re-occlusion of the 1st marginal branch. The sbc device was used in both location with a saphenous vein graft (svg).